Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent right hip revision approximately 18 years post initial surgery due to poly liner wear. Both the head and liner were explanted. Attempts have been made, and no further information is available.

Manufacturer narrative:
Initial surgery occured in 2000. Concomitant medical products- unknown head, unknown stem, unknown cup. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.